Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) confirmed system is MRI conditional. Lead measurements were within normal limits. Also, discussed atrial flutter on presenting. Also, device appears to be functioning as programmed. Patient discussed with hcp she is 100% atrial flutter all the time. Hcp felt comfortable with proceeding. This ra lead remains in service. No adverse patient effects were reported.